Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before surgery the device handle was difficult to turn and was unable to perform up and down motion, resulting in damage to the skin being meshed. No further information on patient impact provided. Attempts have been made and no further information has been provided.